Manufacturer narrative:
(B)(4). Additional investigation of the device logs on the reported ultrafiltration of 1204ml revealed a drain volume for cycle 1 of 3189 ml, not 3204 ml as initially reported. The drain volume of 3189ml does not meet baxter's criteria of a reportable increased intra-peritoneal volume event.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2000ml and the ultrafiltration reading was 1204ml, indicating the home patient (hp) drained 1204ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3204ml, which meets iipv criteria. No patient injury or medical intervention was reported.